Manufacturer narrative:
Per visual inspection: inpen was received without cartridge holder and front shell. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen failed displacement dose accuracy due to misaligned dial. Battery investigation was performed, and battery measured 3.006 volts. No battery anomaly was noted. Inpen app home dashboard did not display any warning notification. Unable to perform front cap investigation due to inpen was received without original front shell. In conclusion: low inpen battery notification was not confirmed. However, inpen failed dose accuracy test due to misaligned dial. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer indicated inpen has not been used long enough to receive low battery notifications and reporting inpen shows expired. Troubleshooting was performed and found that the dose button fell off or detached from inpen. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and it was returned for analysis.